Event description:
It was reported that during the implant procedure, the physician connected the right ventricular lead but did not like the r-wave amplitude, so the physician disconnected the lead. The physician was not able to screw the lead in again as the setscrew was stuck in the wrench. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, a missing set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.